Event description:
During a ptca procedure involving intervention on an unspecified coronary artery with the kissing balloon technique, removal difficulties were encountered. During removal the shaft of one of the catheters broke outside of the pt. No pt injuries or complications were reported.